Event description:
Patient had a poly exchange in 2003.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown stryker knee poly. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to manufacturer.